Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing the infusion set, with a highest reported blood glucose of 217 mg/dl lasting approximately three hours; the user was ill and not eating, replaced the site due to adhesive overlap, and was guided to reconnect tubing, fill the cannula, and allow the ilet to correct. Symptoms included elevated blood glucose without reported ketones or systemic symptoms. Outcomes included no need for back-up therapy, no medical intervention, no assistance from others, and no hospitalization. Investigation included troubleshooting and user education regarding infusion set connection, cannula fill, and expected ilet automated basal and correction dosing. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia, with potential contributory factors including recent site change and concurrent illness. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.